Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which and a damaged second y-site clearlink was observed. A functional testing was performed including clear passage and pressure testing which revealed a leak in the affected area. The reported condition was verified. The cause of the damaged was due to assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from most proximal port to the patient. The intravenous (IV) fluid was coming out from around the port, directly at the luer lock. The issue was identified during priming. There was no patient involvement. No additional information is available.